Manufacturer narrative:
The reported complaint of the autopulse platform stopped after several compressions and displayed "realign patient" error message was confirmed during review of the archive data but was not confirmed during the initial functional testing. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. No physical damage was observed during visual inspection. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. Clutch plate deburring was performed to remedy the sticky clutch. Archive review showed user advisory (ua) 17 (max motor on time exceeded) error message on (B)(6) 2018 and user advisory (ua) 17 (max applied load exceeded) on (B)(6) 2018 but not on reported event date (B)(6) 2018. Based on the platforms archive, on (B)(6) 2018, li-ion battery s/n (B)(4) had 1245 mah remain capacity (rc) equivalent to about four green led's was used. The autopulse performed 55 compressions over a period of fifty-five seconds on a medium/large size patient and then stop compressing due to user advisory (ua) 17. The remaining capacity of the battery dropped down to 1222 mah. Prior to the user advisory (ua) 17 error message occurrence, there was a low battery warning. The user pressed re-start to clear the fault. The autopulse was used again with the same battery and performed another 996 compressions without any issue until manually stopped by the user. User advisory (ua) 17 is an indication that the battery voltage is low. Archive show on (B)(6) 2018, after delivering 403 compressions, the device stops compression due to user advisory (ua) 19 (max applied load exceeded). The load plate has detected too much weight being applied (max load sum exceeded 321 lbs). Initial functional testing was performed and passed with no error message. Further testing of the platform indicated that the drive train motor brake gap was within specification. The autopulse was subjected to the run in test using 95% patient large resuscitation test fixture and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
During patient use the autopulse platform stopped after several compressions and displayed "realign patient" error message. The patient was realigned and compressions resumed. The platform stopped compressions a second time and again advised to realign the patient. Per reporter, they continued with manual CPR. No known impact or patient consequence was reported.